Event description:
Knee did not bend at all/knee did not flex at all [joint range of motion decreased] moving/mobilization within the limits of pain [pain upon movement] limping/slightly limp [limping] swelling of right knee/swelling above the right knee [swelling of r knee] painful right knee/pain became more clear again with work stress/workload/severe pain [aching (r) knee] stiffness in right knee [stiff knees] impression of snappy but benign injection reaction [injection site reaction] . Case narrative: this case is cross-linked with the case ids (B)(4) initial information from finland on (B)(6) 2019 and (B)(6) 2019 (processed with (B)(6) 2019 regarding an unsolicited valid serious case received from a physician. This case involves an unknown age female patient who experienced knee did not bend at all/knee did not flex at all, limping/slightly limp, impression of snappy but benign injection reaction (latency few days), painful right knee/pain became more clear again with work stress/workload/severe pain, stiffness in right knee and swelling of right knee/swelling above the right knee (latency 1 day), moving/mobilization within the limits of pain (latency unknown) while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included hereditable connective tissue disease loys- diez syndrome which includes vasodilatation and possibility of rupture (widened blood vessels and a risk of rupture). Dilated aorta and aortic regurgitation (leakage) were operated in (B)(6) 2011, atrial fibrillation, hypothyroidism and ongoing symptomatic osteoarthritis in both knees (acute symptomatic arthrosis, had managed with glucosamine until now). The patient's past medical treatment included hylan g-f 20, sodium hyaluronate injection in left knee on (B)(6) 2019 . No vaccination(s) and family history were provided. Concomitant medications included levothyroxine sodium (thyroxine); bisoprolol fumarate (emconcor); perindopril arginine (coversyl novum); furosemide (furesis); and glucosamine sulfate (glucosamin orion). The patient had received hylan g-f 20, sodium hyaluronate injection in left knee on 28-aug-2019. On (B)(6) 2019 , the patient started treatment with hylan g-f 20, sodium hyaluronate in right knee, formulation injection, at a dose of 6 ml, once, intra-articular route (with an unknown batch number and expiration date) for osteoarthritis. Information on batch number was requested. On (B)(6) 2019 , after latency of 1 day, patient had painful right knee (severe) along with swelling and stiffness in the right knee. Visual analoque scale (vas) for the assessment of pain was even level 8, the patient had never experienced so hard pain before. The patient was receiving codeine hemihydrate (panacod), ibuprofen (burana) and paracetamol regularly. On an unknown date in (B)(6) 2019 , after unknown latency, patient did not bend her knee almost at all (seriousness criteria: disability), knee did not flex at all and the patient had to use the elbow crutches. The worst stage took a few days, after which it started to alleviate/get better. The patient had no general symptoms at any stage. On an unknown date in (B)(6) 2019 , patient moved without aid, slightly limping and inspection revealed swelling without redness above the right knee, the skin was not hot, no hydrops or soreness whilst palpating. Full extension, flexion stopped in approximately 110 degrees. Impression of snappy but benign injection reaction was reported. Prognosis was excellent. It was reported that extra swelling and other symptoms would get disappeared in two weeks. The patient's mobilization and movement were limited with the pain. Non-steroidal anti-inflammatory was provided during these symptoms. It was reported that there had not appeared any problems regarding injection techniques in the case. On an unknown date in 2019, the patient got recovered from all the events as patient benefited from the hylan g-f 20, sodium hyaluronate injection and the movements had been improved. On an unknown date in (B)(6) 2019 , pain became more clear again with work stress/workload. Unfortunately, the reporter did not recover the batch, but visually the reporter had not noticed anything abnormal in the substances. No of the last batch delivered to was 8rsl063c, but the reporter could not be sure if the side effect was from that particular lot/batch. Action taken: not applicable for all events. Corrective treatment: codeine hemihydrate (panacod), ibuprofen (burana) and paracetamol for painful right knee/pain became more clear again with work stress/workload/severe pain, stiffness in right knee and swelling of right knee/swelling above right knee; elbow crutches for knee did not bend at all; nsaid during the symptomatic period for moving/mobilization within the limits of pain; not reported for impression of snappy but benign injection reaction. Outcome: unknown for painful right knee/pain became more clear again with work stress/workload/severe pain, swelling of right knee/swelling above the right knee and moving/mobilization within the limits of pain, knee did not bend at all/knee did not flex at all; not recovered for limping/slightly limp; recovered/resolved for rest all events. A product technical complaint was initiated for synvisc one (lot: unknown) on (B)(6) 2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion was (B)(6) 2019 additional information was received on 30-oct-2019 from other healthcare professional. Ptc results were received and text amended accordingly. Based on information previously received on 30-oct-2019, the aosi comments received from gso have been incorporated and EU/ca form has been updated. Additional information was received on 18-nov-2019 from physician. Event verbatim of knee did not bend at all updated to knee did not bend at all/knee did not flex at all, painful right knee updated to painful right knee/pain became more clear again with work stress/workload/severe pain, swelling of right knee updated to swelling of right knee/swelling above the right knee; limping updated to limping/slightly limp. Event outcome of events painful right knee/pain became more clear again with work stress/workload/severe pain, swelling of right knee/swelling above the right knee and moving/mobilization within the limits of pain updated from recovered to unknown. Clinical course updated. Text amended accordingly.

Event description:
Knee did not bend at all [joint range of motion decreased], moving/mobilization within the limits of pain [pain upon movement], limping [limping], swelling of right knee [swelling of r knee], painful right knee [aching (r) knee], stiffness in right knee [stiff knees], impression of snappy but benign injection reaction [injection site reaction]. Case narrative: this case is cross-linked with the case ids (B)(4) (cluster). Initial information from (B)(6) on 22-oct-2019 and 23-oct-2019 (processed with 22-oct-2019) regarding an unsolicited valid serious case received from a physician. This case involves an unknown age female patient who experienced knee did not bend at all, limping, impression of snappy but benign injection reaction (latency few days), painful right knee, stiffness in right knee and swelling of right knee,(latency 1 day), moving/mobilization within the limits of pain (latency unknown) while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included hereditable connective tissue disease loys- diez syndrome which includes vasodilatation and possibility of rupture dilated aorta and aortic regurgitation were operated in (B)(6) 2011, atrial fibrillation, hypothyroidism and ongoing symptomatic osteoarthritis in both knees. The patient's past medical treatment included hylan g-f 20, sodium hyaluronate injection in left knee on (B)(6) 2019. No vaccination(s) and family history were provided. Concomitant medications included levothyroxine sodium (thyroxine); bisoprolol fumarate (emconcor); perindopril arginine (coversyl novum); furosemide (furesis); and glucosamine sulfate (glucosamin orion). The patient had received hylan g-f 20, sodium hyaluronate injection in left knee on (B)(6) 2019. On (B)(6) 2019, the patient started treatment with hylan g-f 20, sodium hyaluronate in right knee, formulation injection, at a dose of 6 ml, once, intra-articular route (with an unknown batch number and expiration date) for osteoarthritis. Information on batch number was requested. On (B)(6) 2019, after latency of 1 day, patient had painful right knee along with swelling and stiffness in the right knee. Visual analoque scale for the assessment of pain was even level 8, the patient had never experienced so hard pain before. The patient was receiving codeine hemihydrate (panacod), ibuprofen (burana) and paracetamol regularly. On an unknown date in (B)(6) 2019, after unknown latency, patient did not bend her knee almost at all (seriousness criteria: disability) and the patient had to use the elbow crutches. The worst stage took a few days, after which it started to alleviate. The patient had no general symptoms at any stage. On an unknown date in (B)(6) 2019, patient moved without aid, slightly limping and inspection revealed swelling without redness above the right knee, the skin was not hot, no hydrops or soreness whilst palpating. Full extension, flexion stopped in approximately 110 degrees. Impression of snappy but benign injection reaction was reported. Prognosis was excellent. It was reported that extra swelling and other symptoms would get disappeared in two weeks. The patient's mobilization and movement were limited with the pain. Non-steroidal anti-inflammatory was provided during these symptoms. It was reported that there had not appeared any problems regarding injection techniques in the case. On an unknown date in 2019, the patient got recovered from all the events as patient benefited from the hylan g-f 20, sodium hyaluronate injection and the movements had been improved. Action taken: not applicable for all events. Corrective treatment: codeine hemihydrate (panacod), ibuprofen (burana) and paracetamol for painful right knee, stiffness in right knee and swelling of right knee; elbow crutches for knee did not bend at all; not reported for impression of snappy but benign injection reaction and movement limiting pain. Outcome: recovering for moving/mobilization within the limits of pain; recovered/resolved for rest all events. A product technical complaint was initiated for synvisc one (lot: unknown) on 30-oct-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion was 30-oct-2019. Additional information was received on 30-oct-2019 from other healthcare professional. Ptc results were received and text amended accordingly.